Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was returned to aid the investigation. Blood was found on the device supporting the description of event were attempt was made to advance the delivery system in the patient. Stent graft was deployed. Examination of device found no evidence to suggest device not manufactured to current specifications. No problems was found with the sheath or the tip. Based on the provided information and examination of the device it has not been possible to determine an exact root cause for this event. However, it is likely that the advancement difficulties observed is related to preexisting condition of the patient. However, without imaging this cannot be confirmed. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The patient's abdominal aorta was replaced with a y-graft (16 x 8 mm). The physician inserted a 24fr. Dilator to see if it could be passed the tortuous part near the anastomosis site of the y-graft, and it passed. Taa was located right below the lsca and a debranch was performed. Then he inserted zteg-2p-38-202-pf from the right cfa and advanced, but it got caught in the anastomosis site of the y-graft. He removed it and performed poba and tried again but it did not work. Then he inserted it from the left cfa this time, but the result was the same. He decided not to try pull-through technique to avoid manipulating wireguide in the aorta arch and discontinued the procedure. Another procedure will be considered. Patient outcome: the patient did not experience any adverse effects due to this occurrence.